Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) was found to be bent and could not be advanced into the sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was sued in a percutaneous transluminal angioplasty (pta) procedure. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. No presence of peripheral vascular disease (pvd) or calcium was observed in the vicinity of the puncture site. The device was inspected prior to use, opened in a sterile field, and prepped and used according to the instructions for use (IFU). The device will be returned for analysis. Addendum: pe findings present the sealant exposed.

Manufacturer narrative:
As reported, the tip of a 6f/7f mynx control vascular closure device (vcd) was found to be bent and could not be advanced into the sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was used in a percutaneous transluminal angioplasty (pta) procedure. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. No presence of peripheral vascular disease (pvd) or calcium was observed in the vicinity of the puncture site. The device was inspected prior to use, opened in a sterile field, and prepped and used according to the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and no syringe was returned for evaluation. The sealant was present in its manufactured position but was partially exposed. A frayed/split/torn condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. Dimensional analysis confirmed that the balloon catheter profile distal to the balloon was within specification. This measurement was obtained using a calibrated micrometer. The catheter working length was measured and found within the defined specification. This measurement was taken using a calibrated ruler. A dimensional analysis to measure slit length could not be performed due to the condition of the sealant sleeves. A functional simulated deployment test evaluation was performed to confirm functionality. The unit operated as intended: the tension indicator was first aligned by pulling the distal tip in the distal direction, then button 1 and button 2 were depressed in sequence. The sealant deployed properly, and the balloon retracted as expected. A functional evaluation was also performed using a 6f/7f cordis laboratory sample csi, which the device was inserted into and withdrawn from without friction or resistance. Microscopic analysis was performed under high magnification to assess the atraumatic tip. No abnormal conditions were observed during this inspection. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device since there were no damages noted to that component. However, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the reported event. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the damaged sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath, using an incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.